Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure, once the anvil is placed in the proximal colon and when they proceed to retract the trocar of the machine to introduce it via the rectum, they verify that it is blocked and does not retract, it is impossible to continue with that machine and they must change it due to the trocar blockage. The procedure was delayed by 5 minutes but completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2024. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.